Event description:
Provider states wires pulled out of leg motor. No injury, please note that any further information received on this incident will be provided in a supplemental report. No injury occurred.